Event description:
On (B)(6) 2018, a (B)(6) year old male patient was intubated and his ett was secured using an anchorfast guard oral endotracheal tube fastener. Seven days later on (B)(6) 2018, the patient had a stage 3 pressure injury on the philtrum space (above his upper lip) identified directly beneath the anchorfast foam protector, with the wound lining up with the shape of the foam protector. The wound measured 2 cm x 1.8 cm x 0.1 cm, and a stage 3 pressure injury was confirmed. The patient expired due to unrelated causes.